Manufacturer narrative:
Based on the claim against the product by the customer noting patient side cart (psc) power cord was damaged, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse removed and replaced the psc power cord due to it being physically damaged. The psc power cord was a field scrap item and will not be returned back to isi. The system was tested and verified as ready for use. The complaint regarding psc power cord was damaged was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the patient side cart (psc) power cord was damaged and unusable. A prong was missing from the plug end of the cord. The psc was reported to be running on battery, and the customer was preparing to switch the psc for one from another system. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter was unsure when the issue was first identified. The procedure was completed with a second patient side cart (psc) being brought in to complete the procedure robotically. No patient demographics available.